Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had no delivery alarms and buttons have been unresponsive. The customer¿s blood glucose level was unknown at the time of incident. The customer had new pump, returning old pump for credit.

Manufacturer narrative:
Insulin pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test or verify failed battery test and excessive no delivery alarm due to buttons not responding. Pump received with cracked battery tube threads and cracked reservoir tube lip. (B)(4).